Event description:
Altitude alarm was reported by the customer. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was advised to use multiple daily injections as a backup therapy, and a replacement pump with updated software was sent. Customer received instructions for returning the problematic pump and acknowledged all guidance provided by technical support.